Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from united kingdom that a patient with an unknown valve implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to increased gradients. A transcatheter valve was implanted within the edwards surgical valve. The patient was reported to be stable after the procedure.

Event description:
Edwards received notification from united kingdom that a patient with a 2800tfx27mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of four (4) years and one (1) month due to increased gradients. A transcatheter valve was implanted within the edwards surgical valve. The patient was reported to be stable after the procedure.

Manufacturer narrative:
Updated section b5 (describe event or problem). Added information to d1 (brand name), d4 (model number, serial number and expiration date), d6a (if implanted, give date) and h4 (device manufacturer date). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.